Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they received a wireless recharger from manufacturer. They have been having issues charging their implanted neurostimulator since they received the wireless recharger. Patient reported that the wireless recharging antenna gets hot and 'does a yellow light, ' and 3 beeps and then 'turns off,' so they let the wireless recharger cool down, and try again. Patient stated that they have never been able to know if their implant is fully charged or not because of this issue, and because the beeps on the wireless recharger are difficult for them to hear. Patient stated they received the wireless recharger from manufacturer representative (rep), who patient stated they 'just' talked to, and stated they've also worked with rep. Patient stated the rep told them the pairing of the wireless recharger might have 'messed it up,' in reference to patient using original wired recharger. When agent inquired event date, patient stated 'a month or so.' When agent inquired notify date, patient stated 'I can't remember, my last year has been a blur. I think it was earlier in the year, and right after they gave it to me, within a month, it (wireless recharger) would get hot, it would stop, and would quit (charging ins).' Agent sent an email to repair to send a return label for the patient to send back their wireless recharger. Patient will use wired recharging system that was lost but they have since found.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.